Manufacturer narrative:
Based on the information received, clinical evaluation confirmed the reported secondary endovascular procedure for a type ia endoleak proximal cuff extension, that the initial implant was rupture event, and that there was sac growth. The most likely cause of the proximal loss of seal was the off-label aortic neck anatomy and the cautionary product use for treatment of a rupture state. Additionally, there was never an exclusion of the aneurysm which was treated seven months later. No procedure related harms detected. The patient was discharged home in the stable condition on the first post-operative day. Devices remain implanted in the patient and were not returned, no evaluation completed. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. The afx2 bifurcated stent graft indicated was filed under MFR# 2031527-2018-00236.

Event description:
An afx2 bifurcated stent graft was implanted to treat an abdominal aortic aneurysm, additionally a non endologix stent was implanted. Approximately 7 months post initial implant there was a persistent type ia endoleak of the cuff, stent fracture of the main body, and sac growth. The patient was treated with proximal a cuff extensions.